Event description:
Customer reported receiving 1 false positive sofia sars results for 1 asymptomatic patient (off-label use at time of report). Customer reported confirmation testing done with pcr and results were negative.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.